Manufacturer narrative:
Section d10 references: product ID b3300542m lot# serial# (B)(6); implanted: (B)(6) 2024 explanted: (B)(6) 2024; product type lead product ID b32000 lot# 082m12924a serial# product type accessory product ID b32000 lot# 082m12924a; product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 08-may-2026, UDI#: (B)(4); product ID: b32000, serial/lot #: (B)(6), ubd: 08-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported following a stage 1 procedure the patient developed wound dehiscence on the skull at their wound site. There was pus leaking around the wound, so the hcp cultured the site and confirmed an infection. It was unknown what led to the issue. The leads and burr hole devices were removed resolving the issue.